Event description:
A (B)(6), and a (B)(6) were observed on one patient on the advia centaur cp. It is unknown if the results were reported to the physician. A new sample was drawn from the patient and was tested at another laboratory. (B)(6) were obtained. No repeat results for (B)(6) were provided by the customer. There are no known reports of adverse health consequences or patient intervention due to the (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR on 3/28/2012. A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. The fse proactively replaced the acid dispense port due to a crack and successfully ran quality control. It was determined that the cause of the discordant (B)(6) results is unknown. The device is running within specification. No further evaluation of the device is necessary.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.